Manufacturer narrative:
A tss spoke to the customer on 3/7/2016. The tsr phoned the customer and the account reported no precision study performed. Account calibrated new ft4 and no errors and controls in range. The most probable cause of the reported event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a reported customer controls lower than expected on ft4 lot 52 with their aia 600ii analyzer. The customer reported discrepant patient results. The customer is unable to run ft4 patient samples. Tss (technical support specialist) spoke to the customer to troubleshoot the event which resulted in reporting discrepant patient results for ft 4. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.